Event description:
A hospital pharmacist reported that during injection of silicone oil, the infusion line was disconnected with controlled pressure (30psi). Pressure rise was progressive. The silicone was connected to the 3-way stopcock. No pt harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).